Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2017. It was reported that the patient was getting coverage on the left side in the leg and ribs, but he needs coverage on the right side of the back. The environmental factors that may have led or contributed to the issue are unknown. Reprogramming was completed on (B)(6) 2017 to try to resolve the issue; however, it was unsuccessful so the health care provider was notified. The issue was not resolved at the time of the report. No surgical intervention occurred, and it was unknown if one would occur in the future. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported coverage was only on the left side and none on the right. Several reprogramming sessions had been performed to try to coverage into the right low back, hip and leg, which had been unsuccessful thus far. It was unknown if surgical intervention would be performed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a representative (rep). It was reported that the patient may possibly be scheduled for a lead revision. No further complications were reported.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.